Manufacturer narrative:
The customer reported that their central nurse's station (cns) is intermittently displaying "hiq not available" error, after which the monitored devices stop showing up. The customer also reported that when they power cycle the devices in question they appear back up on the cns. When the mentioned error message shows, it is reported that all devices go down at the same time. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the following devices were used in conjunction with the cns and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: model: ni, s/n: (B)(4). Approximate age of the device: ni. Device model was not provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Transmitter: model: gz-130p, s/n: (B)(4). Approximate age of the device: 17 months, device manufacturer date: 07/17/2018, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their central nurse's station (cns) is intermittently displaying "hiq not available" error, after which the monitored devices stop showing up.

Event description:
The customer reported that their central nurse's station (cns) is intermittently displaying "hiq not available" error, after which the monitored devices stop showing up.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, the customer stated that the g9 monitor ((B)(6)) and the transmitter (gz-130p; sn: (B)(6)) was not showing up on the central nurse's station (cns). When the devices stopped showing up, the cns gave an "iq not available" error. Power cycling the cns got the devices back up. The customer stated there was no pattern on how often it happened. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The root cause cannot be determined as the logs and devices were not returned for evaluation. Due to the age of this complaint, no additional information can be obtained from the customer, (reference CAPA 20-004). As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: g9 core unit monitor: model #: ni sn: (B)(6) approximate age of the device: ni. Device model was not provided, so the age of the device is unknown. Device manufacturer date: ni unique identifier (UDI) #: ni transmitter: model #: gz-130p sn: (B)(6) approximate age of the device: 17 months device manufacturer date: 07/17/2018 unique identifier (UDI) #: (B)(6) additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative